Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Lot number was not provided by customer.

Event description:
(B)(4) ¿ the dentist reported that almost 8 months after the dental implant was installed in intraoral region 9#, its non-osseointegration was observed. Moreover, 40n.cm of primary stability was achieved and the patient presented bone type ii.